Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the physician suspected that the cause had been frequent episodes of arrhythmia. It was noted that the right ventricular (rv) lead exhibited noise. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.